Event description:
It has been reported to philips that occasionally the machine crashes when powered on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and there was a delay in continuing procedure. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, fse found that there was issue with host pc. The fse replaced host pc, system hard disk, bios battery and reinstalled the os and app. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.